Event description:
Hy-tape product has been found to be detaching from the adhesive while new in the box. Neonate intensive care unit (nicu) respiratory therapy (rt) team collected all of the hy-tape that were starting to get sticky/defective in appearance. A lot of the boxes had the same lot number.